Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a lead revision procedure, the physician stated they were uncomfortable with the inability to confirm appropriate seal plug closure post torque wrench use. The local field representative agreed that if the physician was unsure of proper integrity, then the unit should be removed and replaced. This device was replaced during that procedure and is expected to be returned for analysis. Another boston scientific device of same model type was implanted with no resulting adverse patient effects.

Event description:
It was reported that during a lead revision procedure, the physician stated they were uncomfortable with the inability to confirm appropriate seal plug closure post torque wrench use. The local field representative agreed that if the physician was unsure of proper integrity, then the unit should be removed and replaced. This device was replaced during that procedure and is expected to be returned for analysis. Another boston scientific device of same model type was implanted with no resulting adverse patient effects.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Additionally, no visual anomalies were noted on the seal plugs. A technician then fully inserted and retracted a lead, without any difficulty or resistance. Following insertion, and all seal plugs tighten down as expected. Pin gauge testing, designed to verify proper port dimensions, was then completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.